Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified, lesion in the left anterior descending coronary artery. The 3.75x20 mm nc trek balloon dilatation catheter (bdc) failed to cross the target lesion due to the anatomy, the proximal shaft kinked and separated at the proximal shaft. The separated portion was simply withdrawn. There were no adverse patient effects and no reported clinically significant delay in the procedure. An unspecified bdc was used to complete the procedure. There was no additional information provided.